Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's white patient cable was fraying and had exposed wiring. There were no reported alarms, and it was recommended to exchange the controller if the patient could tolerate it.

Manufacturer narrative:
Manufacturer's investigation conclusion: he reported event of white power cable fraying was confirmed via submitted images. The heartmate 3 system controller (serial number unknown) was not returned for analysis. A customer provided photo revealed damage to the white power cable sleeve near the power cable connector strain relief. No underlying wires were able to be observed. Reported information stated that no alarms were associated with the damage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: fluid ingress. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook (rev. A) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.